Event description:
It was reported that the patient, during an infusion set and cartridge supply change, proceeded to the ¿press and hold¿ prime screen before filling the cartridge with insulin and called for guidance; troubleshooting and education were provided, and the patient elected to complete the process independently at the fill cannula step while using a cd infusion set. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, and the event was associated with user interaction during the device use process; the applicable device component term was not available. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.